Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had delay in pause key function was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a delay in the pause key function. Per report, the device takes approximately 5-7 seconds for the device to actually pause when the pause key is pressed. This occurs without using the priming feature. We attempted the delay in the pause function key with several devices not attached to patient and once attached to patient, but no infusion was started. There was patient involvement, but no harm. Additional information provided: device will not be returned. The customer states: "the nurses were looking for an instantaneous pause when they depressed the button, but we believe the pump has to actually ¿start¿ the infusion to recognize something needs to be paused. There is a very brief delay in the pause function."